Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the power module device was cracked/damaged. It was further determined that the device failed pretest for visual: cracked/damaged housing, saw- test, function- test, information button and self-test, check position of motor shaft, general condition and lever function, and general condition and lever. It was noted in the service order that the device would not hold a charge. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.